Event description:
It was reported that the device had occlusion seal cracked and needs preventive maintenance. Event occurred during preventive maintenance testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced and the device passed all testing.